Event description:
The customer called for help with his breeze2 meter. While troubleshooting, he performed control tests and received results of 39 and 44 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. No product will be returned.